Manufacturer narrative:
The insulin pump alarmed motor error during the occlusion test due faulty force sensor resistor and the motor was tested outside the device and passed. The insulin pump was received with operating currents within specifications and passed the a21 error, self-test, displacement, rewind, basic occlusion, prime and excessive no delivery test. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery while trying to fill the tubing. Customer's blood glucose was over 600 mg/dl at the time of incident. Troubleshooting found that the pump cannot complete the rewind sequence and troubleshooting cannot continue as the pump does not function past the rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.